Manufacturer narrative:
The item and all of the available information will be forwarded for analysis to the manufacturer, aesculap.

Event description:
During a posterior spinal procedure, the handpiece heated up. Surgeon burned his hand causing him to drop the instrument. Surgeon's hand was not treated. The patient suffered no adverse affects of the incident. The surgery was not prolonged.